Manufacturer narrative:
(B)(4). Damaged ancillary trocar and broken inside anvil spline. The analysis results found that an anvil was received. The tip of an ancillary trocar was noted to be lodged inside the anvil shaft. No functional test was performed. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. No batch history record was performed as no lot number was received

Event description:
It was reported that during a sigmoid procedure, the head was not connected to the body. During an ileo-colonoscopy procedure, the physician had to use force to remove the blue trocar fixed on the anvil. The blue trocar broke and a small part was stuck in the anvil, preventing from connecting the stapler with the anvil. The anvil was removed, before using successfully a new stapler with a new anvil. There were no adverse consequences for the patient.

Event description:
The anvil was removed, before using successfully a new stapler with a new anvil. Broken device: during a coelioscopy procedure, the physician had to use force to remove the blue trocar fixed on the anvil; the blue trocar broke and a small part was stuck in the anvil, preventing from connecting the stapler with the anvil.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).